Manufacturer narrative:
A sample from the patient was provided for investigation. Investigations of the sample determined that it contains an interfering factor against the streptavidin component of the roche assay. Per product labeling: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design."

Manufacturer narrative:
A third sample was collected from the patient and tested on (B)(6) 2022. Please see the attachment for all patient data. The sample was tested on the e 801 analyzer. An experiment was also performed with the sample by centrifuging the sample, removing the supernatant, and incubating the sample with 2 ml. Of reagent microparticle beads.

Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received questionable thyroid assay results for two samples collected from the same patient tested on a cobas 8000 e 801 module. Results from the following assays were affected: elecsys t3, the elecsys t4 assay, elecsys ft3 iii, the elecsys ft4 assay, roche diagnostics elecsys anti-tg, and roche diagnostics cobas elecsys anti-tpo. The thyroid results were not consistent with the patient's clinical situation. All results were reported outside of the laboratory to the doctor and patient. This medwatch will apply to the anti-tpo assay. Please refer to the medwatch with patient identifier (B)(6) for information related to the t3 assay. Please refer to the medwatch with patient identifier (B)(6) for information related to the t4 assay. Please refer to the medwatch with patient identifier (B)(6) for information related to the ft3 assay. Please refer to the medwatch with patient identifier (B)(6) for information related to the ft4 assay. Please refer to the medwatch with patient identifier (B)(6) for information related to the anti-tg assay. Refer to the attachment for all patient data. The sample from (B)(6) 2022 was repeated on (B)(6) 2022. An experiment was also performed with the sample from (B)(6) 2022 by centrifuging the sample, removing the supernatant, and incubating the sample with 1 or 2 ml. Of reagent microparticle beads. The serial number of the e 801 analyzer is (B)(4).